Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.

Event description:
Customer reported: after 5 days use on a patient at hospital, suddenly the air leakage occurred. After extubation, a nurse confirmed a hole. Customer confirmed that no fault was identified during pretesting efforts. The information provided by the customer confirms that extubation and reintubation of a replacement tube was required. Customer confirmed that no additional harm to the patient.